Event description:
It was reported that the alarm went off due to a catheter kink. It was indicated that the event occurred "a few years ago". The outcome of the patient was not provided. The drug delivered via pump was unknown. Additional information had been requested but was not available as of the date of this report.

Event description:
Additional information: it was reported that an alarm and catheter kink occurred (B)(6) 2006. A catheter dye study was done and everything was noted as being "fine." There was no kink found. There was no evidence of anything wrong. Nothing further was done and the patient was "fine." The pump was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial#: (B)(4), product type: programmer, patient; product ID: 8709, lot#: l75111, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
The previously reported conclusion code(s) no longer applies to this event.